Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error 54 alarm during testing however, the formatted history file confirmed pump error 54 and pump error 3 alarms due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump errors. The customer¿s blood glucose was unknown. The troubleshooting was not mentioned. The product will be returned for analysis.